Event description:
It was reported to philips that the device was intermittently displaying an "x" in the ready for use indicator. There was no reported patient or user involvement and no adverse patient/user impact.